Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 377mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.